Manufacturer narrative:
Evaluation summary: the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, there was placement difficulty with the lead and a bend occurred in the distal end. When the stylet was removed, the bend remained. The lead was removed and examined. Since the bend could not be removed without possible damage to the lead, the physician did not implant the lead and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.